Event description:
Reporter stated customer experienced one incident of tubing leaking. Leakage was noted coming out of holes found in the tubing during prime of saline solution. It was confirmed with clinician that there was no pt or staff injury. It was reported that packaging of sample appeared intact.